Manufacturer narrative:
The device has not yet bee received for evaluation. If the device is ultimately received, a supplemental form will be completed.

Event description:
Received information regarding a cartridge 19 cartridges during the load process. Customer's blood glucose level was not impacted.